Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy, but at some point, multiple bands deployed at once. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy, but at some point, multiple bands deployed at once. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle and ligator head) was analyzed, and a visual evaluation noted that the ligator head had six bands attached, some bands were moved and overlapped. The white band was not there. The suture thread was unfolded from the ligator housing. The device was observed under magnification, and the handle slot did not show insertion marks of the trip wire, but it showed friction marks. The ligator housing teeth were broken and bent. The suture hole showed suture tension marks. The bands were also cracked and damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy and bands premature deployment were confirmed. Upon analysis, it was found that the ligator head teeth were bent and broken, the attached six bands were moved. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip incorrectly causing friction marks, affecting the functionality of the device. The tension of the suture may not have been correct, which moved the bands out of place as if turning them until they even broke them. The teeth of the ligator housing were bent, even breaking, also the suture hole was affected. Finally, the ligator housing still had six bands attached without the white band, clearly indicating inability of the device to deploy the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.